Event description:
It was reported that the lead was removed due to increasing capture threshold during the first month of implant. Perforation was suspected.

Manufacturer narrative:
No medwatch form was received.